Event description:
It was reported that an ilet user experienced repeated motor stalls during attempts to rewind and prime after a period of nonuse, resulting in ¿unable to proceed¿ alerts and an inability to resume insulin delivery; the device displayed consecutive stalled motor alerts consistent with a hardware motor stall, and the user transitioned to subcutaneous insulin via pen as backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and continued glycemic management with multiple daily injections and continued cgm use. Investigation included product replacement and user guidance on device shutdown, data sync, and return logistics. Investigation of this case revealed a stalled motor condition not resolved by standard troubleshooting. It was concluded that insulin delivery reliability could not be assured, and replacement of the device was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.